Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the female iui connector side of the pcu was smoking and displaying system error, error code 120.4410. The event occurred five to ten minutes after starting an infusion of benzylpenicillin (antibiotic) 1.2gms in a 50mnl bag. There was about 30ml still remaining when the pcu started to smoke. The device was then disconnected from the patient. The customer noted that early investigations suggest that fluid has come into contact with the iui pins. There was no patient harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Not applicable. Device evaluated by bd.

Event description:
It was reported that the female iui connector side of the pcu was smoking and displaying system error, error code 120.4410. The event occurred five to ten minutes after starting an infusion of benzylpenicillin (antibiotic) 1.2gms in a 50mnl bag. There was about 30ml still remaining when the pcu started to smoke. The device was then disconnected from the patient. The customer noted that early investigations suggest that fluid has come into contact with the iui pins. There was no patient harm.